Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ system for rapid detection of sars-cov-2, a performance issue occurred where pink color remained on the test strip after fifteen minutes of incubation. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. This occurred 3 separate times during use. Eua# (B)(4). The following information was provided by the initial reporter: "user mentioned that there is remaining pink color on the test strip after the 15 mins incubation. User also mentioned that the swabber has preformed according to bd instructions of 3 drops on the cartridge."

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges pink color on the test strip when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number incorrect or unknown. Bd quality performs a systematic approach to investigate pink color on the test strip complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as an incorrect or unknown batch number was provided. A photograph was returned and showed pink color on the test strip and unable to confirmed because reported batch number 1137830 is incorrect or unknown. Quality will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
The reported lot#: 1137830 was not found for the reported catalog# 256089. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ system for rapid detection of sars-cov-2, a performance issue occurred where pink color remained on the test strip after fifteen minutes of incubation. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. This occurred 3 separate times during use. Eua#: (B)(4). The following information was provided by the initial reporter: "user mentioned that there is remaining pink color on the test strip after the 15 mins incubation. User also mentioned that the swabber has preformed according to bd instructions of 3 drops on the cartridge."